Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a nasopharyngeal copan swab. Repeat testing was not performed. Confirmation testing on nasopharyngeal swabs with roche rt-pcr generated negative results; CT values not provided. The purpose of the testing was to travel to another country .no additional patient information, including treatment and outcome, was provided.